Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suddenly stopped responding to sound stimuli with the device. After one month of observation, there was no improvement. The recipient was re-implanted.

Event description:
The recipient suddenly stopped responding to sound stimuli with the device. After one month of observation, there was no improvement. There was no known history of head trauma. Recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given inthe recipient report appear to match the damage found. This is a final report.